Manufacturer narrative:
Additional information : it was reported during follow up that at the later stage of treatment pd therapy was withdrawn and the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Reported as abdominal infection. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and was treated with vancomycin (intraperitoneally, dose and frequency were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.